Event description:
Reportedly, on (B)(6) 2014, the patient lost consciousness during a dialysis session. Undersensing of ventricular fibrillation (vf) was suspected so that the device did not deliver shock therapies. During the intubation and setting up the percutaneous cardiopulmonary support device, two shocks with 34j were delivered and vf was still ongoing until that the third shock was delivered. After that, the patient¿s cardiac rhythm was back and the condition was stable. Investigations were required in order to confirm normal device functioning regarding the vf detection and explain pacing at maximum rate observed on the recorded episodes. Preliminary analysis could not confirm normal device functioning. It was then reported that the device was replaced with the same leads implanted because of the normal battery depletion (battery voltage at 5.17v).

Event description:
Reportedly, on (B)(6) 2014, the patient lost consciousness during a dialysis session. Undersensing of ventricular fibrillation (vf) was suspected so that the device did not deliver shock therapies. During the intubation and setting up the percutaneous cardiopulmonary support device, two shocks with 34j were delivered and vf was still ongoing until that the third shock was delivered. After that, the patient's cardiac rhythm was back and the condition was stable. Investigations were required in order to confirm normal device functioning regarding the vf detection and explain pacing at maximum rate observed on the recorded episodes. Preliminary analysis could not confirm normal device functioning. It was then reported that the device was replaced with the same leads implanted because of the normal battery depletion (battery voltage at 5.17v).